Event description:
During attempted implant, it was reported that the distal portion of the right ventricular (rv) lead was bent. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of bent distal portion of the lead was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.